Event description:
It was reported that this right ventricular (rv) lead had high pacing thresholds. Reprogramming was performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).